Manufacturer narrative:
On 19-oct-2015, the chief executive officer (ceo) of (B)(4), a third party service provider, contacted philips to report that a (B)(6)-year old male, (B)(4) field service engineer (fse) had died while performing service on the mx8000 exp CT system. (B)(4) confirmed that the fse initially attended the site to repair the computer video card. After completion of the computer video card repair, the fse began to service the patient support of the mx8000 exp CT system. (B)(4) confirmed that the fse did not install the green vertical safety support bar before beginning to remove the vertical motor of the patient support. As the fse removed the 4th bolt of the vertical motor, the patient support collapsed. (B)(4) reported that the fse was struck in the neck by the couch covers and he died of asphyxia. On 10-nov-2016, the system was fully repaired by a philips senior field service engineer. The field service engineer replaced the tables o-ring and disassembled the motor. He cleaned, lubricated, and then adjusted the bearings of the table's lead screw. He performed air calibration and confirmed the system was in working order. Finally, preventative maintenance was done and no errors appeared. The system is currently in clinical use and working as designed. The system was fully repaired by a philips senior field service engineer. The (B)(4) fse failed to use the green vertical safety bar when servicing the table.

Manufacturer narrative:
(B)(4). Internal cross reference: complaint (B)(4).

Event description:
On (B)(6) 2015, the (B)(6) of ips, a third party service provider, contacted philips to report that a (B)(6) male, ips field service engineer (fse) had died while performing service on the (B)(4) exp CT system at (B)(6) hospital in (B)(6). Ips confirmed that the fse initially attended the site to repair the computer video card. After completion of the computer video card repair, the fse began to service the patient support of the (B)(4) exp. Ips confirmed that the fse did not install the green vertical safety support bar before beginning to remove the vertical motor of the patient support. As the fse removed the 4th bolt of the vertical motor, the patient support collapsed. Ips reported that the fse was struck in the neck by the couch covers. Ips reported that the fse died of asphyxia.